Event description:
It was reported that pauses were observed on two holter monitoring tests. The initial test showed pauses at 30 ppm. Isometrics did not reproduce the noise. The sensing was programmed to 5.0 mv and a later test still showed pauses. During a subsequent visit, there was no evidence of over- sensing. The physician programmed the sensing to 5.0 mv in the unipolar configuration and monitoring will continue. The patient was not pacemaker dependent and had no symptoms.